Manufacturer narrative:
Updated fields: b4, e1(event site email), g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and tested cardiosave and examined fault logs and observed numerous fault code #63 numerous times. Isolated touchscreen failure to video generator circuit. Fse replaced video generator circuit (d040-00-0456) and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) touchscreen isn't functioning. There was no patient involvement.